Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that atrial under sensing was noted on the right atrial (ra) lead, without influence on device behavior. The lead remains in use. No patient complications have been reported as a result of this event.